Event description:
Info received indicates pump is not pumping accurately, should pump 20ml is only pumping 10ml.

Manufacturer narrative:
Pump was tested for accuracy several times using water. Each time pump delivery amount within spec ((B)(4)).